Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit has been damaged (disconnection, etc.), or the mounted parts (ic chip, capacitor, etc.) Of the electric board have failed due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.7 inspection of combined functions with accessories and related devices". [Inspection of endoscopic images]. Check whether 3d images are displayed normally in normal light observation or nbi observation. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 20. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the 3d image during normal light observation and nbi observation. 21. Operate the joystick of the endoscope to bend the flexure. 22. Confirm that the 3d image does not momentarily disappear during normal light observation and nbi observation." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the endoeye flex 3d deflectable videoscope had an unknown malfunction. Inspection and testing of the returned device found that noisy image occurred and no image was displayed due to a cut on the charge coupled device unit cable. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Section e1: establishment name: (B)(6) the device was returned for evaluation and the customers allegation was confirmed. It was noted that there were scratches noted throughout the device and the bending section rubber adhesive had a chip. It was also noted that the video connector on the slave side and the video connector case had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.